Event description:
It was reported that during a remote follow up, post paced t-wave oversensing was noted on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating additional post paced t-wave oversensing was noted on the device following reprogramming. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.